Manufacturer narrative:
The devices were not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation stated that, it was communicated that the requested medical documentation was not available; therefore, definitive contributing clinical factors could not be concluded. The patient impact beyond the reported aseptic loosening with subsequent revision cannot be determined, although a transient post-surgical convalescence would be anticipated. Devices batch numbers were not provided, thus, an evaluation of the manufacturing records could not be performed. A review of complaint history of the tibial baseplate for the previous 12 months revealed similar events for the listed device, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of complaint history of the insert for the previous 12 months did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that that looseness of components could occur as a result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions. This has been identified as a possible adverse effect. A review of the risk management files revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to these products and event. At this time, we have no evidence to conclude that the products failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include abnormal motion over time, bone degeneration and/or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the devices or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference case (B)(4). The mentioned patient's first revision surgery due to acute pcl rupture was reported to FDA under manufacturer report number 1020279-2024-00518 (internal complaint reference (B)(4).

Event description:
It was reported that, after a revision tka procedure was performed on an unknown date due to acute pcl rupture, the patient experienced aseptic loosening. A second revision surgery was performed on (B)(6) 2024, in which one (1) gns ii cmt tib size 7 {} left and one (1) lgn ps high flex xlpe sz 7-8 9mm were exchanged. Patient's current health status is unknown.